Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign object inside the nozzle, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover; the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the suction cylinder, and the forceps channel port were shaved; the suction volume did not meet the standard value because the suction cylinder was shaved; the protector of the universal cord on the control section side, the objective lens, the control unit, and the grip were discolored; the universal cord was wrinkled; the electrical connector was corroded due to water leakage; the suction connector and the air/water cylinder were also corroded; the paint on the air/water cylinder was peeled; there was a lack of image on the monitor due to dirt on the objective lens; the image guide protector had a cut; the scope cover plate was detached; there were scratches on the plastic distal end cover, the grip, the universal cord, the protector of the universal cord on the suction connector side, the scope connector cover unit, the scope cover, switch#1, the switch box; the right/left knob, the image guide, the upward/downward knob, the forceps elevator knob, the forceps elevator lever, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air but they did not wipe/brush the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer, however, flushed the air/water nozzle channel with the detergent solution, and immersed the endoscope in the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that water came out of the colonovideoscope while air was being supplied, making it difficult to see the screen. There was no report of patient harm. The device was returned, evaluated, there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.